Manufacturer narrative:
(B)(4). The customer reported that the ECG leads were not recognized during an attempt to monitor a pt with 3 leadset and taking a 12 lead ECG with 10 leadset. There was no adverse pt impact reported. This complaint is still being investigation. A follow-up will be submitted upon completion of the investigation.

Event description:
The customer reported that the ECG leads were not recognized during an attempt to monitor a pt with 3 leadset and taking a 12 lead ECG with 10 leadset. There was no adverse pt impact reported.